Manufacturer narrative:
Same patient as MFR # 2183959-2020-02934.

Event description:
It was reported that the original artificial urinary sphincter (aus) device was revised because it is believed that the cuff is not occluding the urethra.